Event description:
It was reported that during a ptca/stent procedure of a heavily calcified type "c" lesion in the obtuse marginal, and a severely angulated proximal lcx, the stent delivery system (sds0 could not be advanced across the lesion. The sds was then pulled back into the guiding catheter, (contrary to IFU) and the stent separated. The separated stent was successfully retrieved by using a balloon catheter and a gooseneck snare. Reportedly, there was no pt injury.